Manufacturer narrative:
Product event summary: the mapping catheter, 2ach20 with lot number 11043701, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broken 5.2060 inches from the tip; no ECG signal wires were broken inside the shaft. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air ingress occurred through the luer of the balloon catheter. The balloon catheter was removed from the patient along with the mapping catheter. The tip of the mapping catheter was nearly broken. The case was switched and completed with radiofrequency. No patient complications have been reported as a result of this event.